Event description:
Additional information was received from the pt. It was reported that there has been no changes in their circumstances that led to the stimulation not helping, but they are also feeling stimulation too much when lying down. Patient stated part of it might be that they were limited in what they could do for 6-8 weeks after implantation surgery. Patient explained they were not able to do anything but then afterwards they were able to walk around so that might be the difference. Patient has not met with their healthcare provider (hcp). No additional steps will be taken. When asked if the issue was resolved patient stated when they lay down and switch position that changes how much tingling they feel in their leg. It does not always but sometimes does. If patient waits a few minutes it usually goes away.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they felt as though their therapy was not working as well as when they first got the implant. For the last 3 or 4 weeks, they'd noticed stimulation didn't feel quite as strong, or wasn't intercepting their pain as much as it used to. Pt noted the inversely, sometimes at night when they lay down on their back they feel the stimulation and 'tingles' too much, so they sleep in different positions. Pt confirmed they did not have any recent falls/traumas. Agent asked if pt had additional groups they could try to use; pt said they used group a with programs 1 through 4. Agent explained how to turn the stimulation up and reviewed information about how programs differ. Pt turned their stimulation up from 1.5 to 1.8 while on the call to test intensity. Agent advised that pt try to adjust their settings as they see fit. Agent instructed pt to follow up with their healthcare provider if they need additional assistance with changing stim settings, or if they would like to try reprogramming. Pt mentioned they met with a rep for initial programming of implant.